Manufacturer narrative:
The reported event of the device being unable to pair to the app was confirmed. Based on the information provided, it was observed that a ble session timeout had occurred. The root cause of the timeout was unable to be determined.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.